Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 50 mg/dl. Reportedly, customer was unsure of the cause; however customer believes they might have overcorrected for a prior bg level, or the pump possibly delivered too much insulin via bolus. This could not be confirmed, however, as customer declined troubleshooting with tandem technical support, and declined to provide additional information. Bg was addressed via consumption of carbohydrates.